Event description:
The reporter stated that the respiratory dept was pressure testing the ventilator when the humidifier caught on fire. The reporter also stated that there was no pt involved. The reporter stated that the ventilator was returned to the rental co.